Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the consumer drove power chair in a parking lot and was hit by a care. The frame was bent as a result of the impact. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.